Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the negative electrode was not conducting. As a result the cable was replaced. (B)(4).

Event description:
It was reported that the negative electrode of the patient cable was not conducting. The cable was returned to the manufacturer for inspection. No patient complications were reported as a result of this event.